Event description:
The account reported the head of the bed will not run down, if they hit the cardio pulmonary resuscitation control the head of the bed goes down and then raises back up. The bed was in service at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
Hill-rom technical support asked the account to isolate the side rail controls. Three attempts have been made to contact the account with no resolution or feedback. Based on this information, no further action is required.